Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. No further information could be obtained.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information could be obtained. Additional information was received that the reason for replacement was that the patient had difficulty charging the implantable pulse generator (ipg). The patient was doing well postoperatively and the explanted device was kept by the facility.